Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
As reported: "on (B)(6) 2020, back out of the locking screw which was implanted on (B)(6)2020 was reveled. The surgeon has no view about the cause of the event."

Manufacturer narrative:
Correction: sections b1, h1, h3 (reason code - other). The reported event could not be confirmed, since the device was not returned, and no other evidence was provided for evaluation. A device inspection was not possible since the affected device was not returned, and no other evidence was provided for investigation. The batch record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, the most probable cause or the failure would be but not limited to: insertion of screw in an angle greater than allowed leading to stripping of threads or cross threading with the plate, secondary complications in patients leading to loosening etc. If the device is returned or any additional information is provided, the investigation will be reassessed. : device disposition unknown.

Event description:
As reported: "on (B)(6) 2020, back out of the locking screw which was implanted on (B)(6)2020 was reveled. The surgeon has no view about the cause of the event." Implants were removed.